Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer display screen and the stylus were out of alignment. The overlay/bezel assembly was replaced and the stylus calibrated. (B)(4).

Event description:
It was reported that the display screen of the programmer and the stylus were out of alignment, and attempts to re-calibrate were not successful. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer display screen and the stylus were out of alignment. The overlay/bezel assembly was replaced and the stylus calibrated. (B)(4).

Event description:
It was reported that the display screen of the programmer and the stylus were out of alignment, and attempts to re-calibrate were not successful. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067l radio frequency programmer head; product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.